Event description:
Pt underwent open cholecystectomy on 12/7/95, with placement of 10mm drain in the gallbladder fossa. On 12/9/95, while pulling the drain out, the tube broke and the drain was retained inside. Pt underwent removal of the drain without complication on 12/12/95.